Event description:
The hcp reported that the patient developed an inflammatory mass. The patient was receiving dilaudid and clonidine via the drug delivery system. A follow-up report will be sent when addtional information become available.